Event description:
Pt is a hemodialysis pt who developed a cough that did not resolve with antibiotics. Chest x-ray revealed that the distal tip of opti-flow double lumen hemodialysis catheter had embolized to lung. The catheter was removed, and a new one was placed. The distal tip was deemed too far in the lung for endovascular removal. The pt declined surgical removal. The pt's symptoms resolved.